Event description:
The customer's mother stated that the insulin pump is not delivering the boluses that are being programmed. The mother stated that the customer was recently hospitalized due to this issue. The mother was unable to troubleshoot at the time of the call as she was on her way to the customer's school. The mother stated that she would be calling back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.